Event description:
Baxter canada reports pt line of homechoice set was not priming completely. Hp was able to complete treatment after a reprime attempt. Per affiliate, there was no pt injury or medical intervention as a result of incident.